Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified mid right coronary artery. A 1.20mmx8mm emerge balloon catheter was advanced but failed to cross the lesion. When initial dilatation was performed to deliver the device slowly, the balloon ruptured after 5 seconds at 10 atmospheres at the proximal site of the lesion. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.